Event description:
The customer reported that, while setting up their evis exera iii video system center device, it was discovered that while there was an image on the tower monitors, there was no image in the concomitantly employed provation (no image). Olympus customer service advised the customer that they needed additional cables, but ultimately the issue was resolved when the customer changed a setting in the provation device (turning off ¿demo tower mode). The image then appeared as expected, and the device reportedly worked fine from then on. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that the device will not be returned, since the reported issue was resolved via troubleshooting in the field. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to the device settings being incorrect. Olympus will continue to monitor field performance for this device.